Manufacturer narrative:
The product was not returned for analysis. Though the site did not provide the reason for the lvad exchange, it has been presumed that it was related to a high power event. Based on the review of the limited information available, the exact cause of the reported event could not be determined. Clinical factors that may have contributed to this event were not provided. Of note, this patient was initially implanted in (B)(6) and underwent a pump exchange in (B)(6) (new hvad pump hw10444). No additional information will be forthcoming.

Event description:
This event involved a patient who experienced a pump exchange due to a presumed high power event approximately two months post heartware lvad implantation. Additional investigation is on-going.

Manufacturer narrative:
Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt.